Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. The investigation found 27 sample clot and sample short alarms in the alarm history for one month. This is consistent with preanalytical issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable elecsys troponin t hs results for 1 patient tested with a cobas e801 module. The questionable results were reported outside the laboratory. The doctor ordered a repeat as the result did not meet the clinical expectation for the patient. The patient had two samples (a and b) drawn and tested. The patient¿s first sample¿s (a) initial result was 93 ng/l on (B)(6) 2021. The patient¿s second sample¿s (b) initial result was 6 ng/l on (B)(6) 2021. The patient¿s sample a¿s first repeat was 6 ng/l and the second repeat was 6 ng/l. The elecsys troponin t hs used was lot 53095101 and the expiration date was 31-jul-2022.